Manufacturer narrative:
H4: the lot was manufactured from august 15, 2022 - august 16, 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and showed droplets of fluid inside a bag that contained the device which suggested a leak occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location. There was an estimated 2ml liquid in between the inner balloon/outer plastic. The issue occurred after patient use. The device was filled with fluorouracil hs (accord) 2975mg in 115ml sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.